Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, positioning of the valve was difficult and the valve was repositioned twice. After the third reposition, the valve was deployed in an acceptable position. Angiography revealed that the valve had dislodged aortically. The valve was snared and a second valve was implanted successfully. Immediately following the valve implant, the patient was diagnosed with aphasia. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that no pre-balloon aortic valvuloplasty (bav) was performed. An ischemic stroke was confirmed by computed tomography (CT) angiography at the end of the procedure. Per the physician, the cause of the stroke was due to the thrombus. Thrombectomy and aspiration was performed for the stroke and the the ischemia resolved. The patient has no impairments and was discharged home. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. Three static images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. There is a suspected infold noted in one of the images immediately post release with the delivery catheter system (dcs) still across the valve. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. However, the infold was not identified. With the suspected infold, possibly the valve dislodged aortic while removing the dcs. Medtronic best practices recommends caution when removing the dcs to minimize interaction of the nose cone with the inflow and outflow of the valve. Valve embolization is listed as a potential adverse event in the device instructions for use (IFU). Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Per the image review, an infolded valve was potentially present, and with the suspected infold the valve could possibly have dislodged aortic while removing the dcs. However, this was unable to be confirmed and a conclusive root cause of the dislodgement could not be determined. Stroke is a known potential adverse effect per the device IFU. A variety of factors can influence the onset of stroke. As reported, the stroke was due to the thrombus. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. A conclusive root cause of the thrombus could not be determined from the information available. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.